Event description:
Info received indicates the bed has no functions.

Manufacturer narrative:
The hill-rom technician investigated and found a leak in the hydraulic fluid reservoir. The technician replaced the reservoir to repair the bed.